Event description:
A report was received that the patient was experiencing overstimulation due to lead migration that was confirmed through x-ray. The patient underwent a lead revision procedure. The patient was doing well postoperatively.